Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received numerous inappropriate anti tachycardia pacing (atp) and shock therapy. A review of the data identified what appears to be erratically conducted atrial fibrillation (af). A boston scientific technical services consultant discussed programming options for this patient. No adverse patient effects were reported.